Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6), 2018. According to the complainant, there was no suture noted on the first and second bands. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 2, 2019. According to the complainant, during the procedure, the suture was on the third band instead of the first. There was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
Problem code 2907 captures for the reportable issue of suture detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: describe event or problem, sud reprocessed and reused, initial reporter first name and phone number and usage of device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, there was no suture noted on the first and second bands. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.